Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists thrombus and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 77 days. (B)(4). The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient was admitted to the hospital from the clinic for an elevated lactate dehydrogenase (ldh) of 1151 u/l (baseline range 400-500 u/l) and was started on a heparin infusion. A ramp echocardiogram performed on (B)(6) 2017, showed the left ventricle did not change with increase in speed. On (B)(6) 2017, a computed tomography angiography showed no signs of thrombus nor kinks in the outflow graft. On (B)(6) 2017, the patient¿s ldh was 901 u/l and the patient was switched from intravenous heparin to intravenous argatroban and integrilin. It was reported that the customer would continue to follow the patient on the new treatment. No additional information was provided.